Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced pain, infection, and urinary incontinence.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bladder laceration of mucosa, post-operative abdominal distention, post-operative abdominal cramping (cramps), abdominal pain, pain, sensation of need to void, restlessness, shivering, bladder spasms (muscle spasms), small bleeding from incisions, bacteria in urine/enterococcus faecalis in urine (bacterial infection), microhematuria/blood/red blood cells in urine (hematuria), burning with urination (burning sensation), recurrent bladder/kidney/urinary tract infections (uti), cloudy appearance/leukocytes/bilirubin/ketones/protein/nitrite/urobilinogen/leukocyte esterase in urine, urinary bladder stone fixed to right trigonal area (calcification), tiny fibers in bladder, bladder stone/foreign body in bladder/urethra (foreign body in patient), vaginal mesh erosion, mucosal redness/erythema (erythema), mucosal irritation, pink-tinged urine in foley bag, constipation, fat-containing umbilical hernia, left-sided diverticulosis, cyst growth around mesh (cysts), unable to hold urine/urine leakage, sensation of heaviness in bladder, painful urination (dysuria), urinary frequency, urinary urgency, inability to lift/do chores/yardwork, dyspareunia, vaginal pain, spasms at the end of urination (muscle spasms), urinary retention, vaginal vault prolapse, cystocele, rectocele, irregular left calices, left side flank pain, anxiety, kidney stones/ureterolithiasis, nausea, left costovertebral angle tenderness, left kidney/ureteral hydronephrosis, edema, encrustations on foreign body mesh fibers, large dimple lateral/inferior to the urethral orifice, unspecified trouble emptying bladder, weight loss/weight gain (weight fluctuations), chronic inflammation, migraine headaches/headaches, bleeding tendency, change in appetite, night sweats, hot flashes, nausea, lack of sex drive, muscle cramps/spasms, depression, hypokalemia (electrolyte imbalance), posterior rotation of urethra, atrophic mucosa, vulvitis, pruritus (itching), anorexia, incomplete emptying (urinary retention), redundant anterior vaginal wall skin, mood swings, anxiety, malfunction of genitourinary device, and required additional surgical and non surgical interventions.